Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2009 and a sling and bard avaulta solo synthetic support system anterior were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06392. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary/bowel problems and recurrence. It was reported that the patient underwent revision and repair of rectocele and enterocele on (B)(6) 2011 due to bladder obstruction. The patient also underwent partial vaginal excision on (B)(6) 2012 due to severe incontinence. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-06392. The same patient is represented in each medwatch.

Manufacturer narrative:
Updating file # (B)(4) with the following information received 05/13/2016: (B)(6). Details: it was reported that the patient underwent revision/removal on (B)(6) 2011. No additional information was provided. This file has been re-opened and updated accordingly. A follow up medwatch will be generated to capture this information.

Event description:
It was reported that the patient underwent revision/removal on (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystourethroscopy on (B)(6) 2011. The patient underwent cystoscopy on (B)(6) 2011.